Event description:
It was reported that an external fluid leak was observed at the effluent pressure sensor of a prismaflex st100 set approximately three (3) hours after the start of continuous renal replacement therapy. The leak produced "a large number of bubbles" in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographse were provided for evaluation. Visual inspection of the photos showed a leak and evidence of an air ingress at the level of the set effluent pod. This component is provided by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.